Manufacturer narrative:
Initial reporter phone number: (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) -year old female patient underwent primary breast augmentation with mentor smooth round moderate profile 275cc saline breast prosthesis. Right breast prosthesis deflation was determined. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
On 6/22/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).